Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using steel infusion sets and had replaced only the last portion of tubing without filling it, which likely resulted in inadequate insulin delivery; the user was instructed to change the infusion set, fill the tubing, and resume delivery, with expectation of glucose decline thereafter. Symptoms included elevated blood glucose up to 401 mg/dl without reported ketones or acute complications. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included troubleshooting and user education regarding proper infusion set and tubing fill procedures. Investigation of this case revealed user handling related to incomplete tubing fill after partial tubing change, consistent with insufficient insulin delivery as the likely contributor to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to limited evidence, with user technique identified as a plausible factor. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.